Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels after traveling on plane. Patient didn't specify any reading. It is unknown when the patient was released and how they were treated for this issue. The patient did not want to answer any questions about the event.